Event description:
Event description guidant received information that this transvenous defibrillation lead was exhibiting loss of ventricular sensing. The lead was removed from service and surgically abandoned. An additional guidant lead was successfully implanted. No other adverse events have been reported.